Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described a touch contamination during pd therapy. It was unknown whether the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient had recovered from the event and dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.